Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm occurred indicating insulin delivery had stopped. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was not able to provide additional information and troubleshooting with tandem technical support.